Event description:
Painful- vagina [vulvovaginal pain]. They came apart - tampax [device breakage]. Flat- tampon [device physical property issue]. I don't think these are legit. I think some suppliers are using inauthentic products [suspected counterfeit product]. Case narrative: consumer reported via email that the tampon fell apart while using them. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.